Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two infrarenal aortic extensions, and a suprarenal aortic extension on (B)(6) 2013. On (B)(6) 2016 a follow up computed tomography (CT) showed the graft was potentially occluded with thrombus and a type 3a endoleak. On (B)(6) 2016 the patient had a secondary endovascular procedure. The physician elected to implant an additional infrarenal aortic extensions and an additional suprarenal aortic extension to seal the leak. The physician also ballooned the stents to open up all components. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3a endoleak with component separation and the occlusion was not confirmed. Additionally there was evidence to reasonably support the following observations; dissection of the left iliac limb and non-endologix stent placement, a persistent type 2 endoleak, at implant a superior displacement of the last strut cage of the right iliac limb portion of the main body stent (non-flow limiting), and at 36 months a stent migration. The clinical assessment was based on suboptimal medical records and suboptimal patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, initial graft placement, and patent lumbar and/or mesenteric arteries prior to implant.